Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from bending section cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the gastrointestinal videoscope, without providing any possible defects of the device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle had foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was no confirmed. The device evaluation found the following: grip has a scratch; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to clogging of nozzle, no air is fed; due to clogging of air/water tube, no water is fed; plastic distal end cover has a scratch; nozzle has foreign objects; and connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.